Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep checked all cables and connections, then ordered a monitor power supply. The customer will install if problem reoccurs. The system performed as intended.

Event description:
The customer reported that the monitor would not boot. They had to reboot the whole system. No patient injury was reported.